Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving baclofen, 500 mcg/ml concentration at 77.18 mcg/day, morphine, 20 mg/ml concentration at 3.087 mg/day dose and clonidine, 500 mcg/ml concentration at 77.18 mcg/day dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that patient was suffering from withdrawal symptoms. The patient was showing signs of withdrawal, so she took her to the healthcare professional's (hcp) office. The patient had been in and out of the emergency room (ER) or hospital since (B)(6). Logs showed two instances of motor stalls but they were unable to determine if the motor stalls were due to an empty reservoir or an issue with the pump. The hcp could not refill her pump at that time either, so she planned on prescribing her oral medications. The hcp turned the pump off at that time. However, the logs showed motor stall recovery occurred and a pump refill occurred on (B)(6) 2018. No known environmental factors were involved. The rep read pump and the logs and gave a copy of the logs to the healthcare professional, patient and the on call hcp. No interventions were taken at this time. The hcp was planning on removing the pump. At the time of this report, the issue had not resolved and patient status was alive with injury- patient had suffered from withdrawals. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2019-jan-10 indicated the pump malfunctioned and was alarming in the past. The patient noted that the pump was not dispensing medication like it should. The patient stated they went to the emergency room 3 times and was admitted for 7 days. The patient stated they went back to another hospital and was admitted there as well. It was noted a manufacturer representative (rep) came to the hospital in (B)(6) and got the pump to stop beeping. It was stated that the hospital visits were due to the patient going through withdrawal. No further complications were reported.

Manufacturer narrative:
'Date received by MFR' date for follow-up report #002 was actually 2019-jan-10 and not 2018-jan-10. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2019-jan-10 indicated the pump malfunctioned and was alarming in the past. The patient noted that the pump was not dispensing medication like it should. The patient stated they went to the emergency room 3 times and was admitted for 7 days. The patient stated they went back to another hospital and was admitted there as well. It was noted a manufacturer representative (rep) came to the hospital in (B)(6) 2018 and got the pump to stop beeping. It was stated that the hospital visits were due to the patient going through withdrawal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of the motor stalls were not determined but believed to be from an empty reservoir. No actions were taken to correct motor stalls. The manufacturer was not notified until the date of the rep's report. The rep told the patient, her husband and her daughter to make sure the hospital notified the manufacturer of the explant date and held the pump to send back. The hcp was aware of the situation. No further complications were reported.